Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnosis when the issue occurred, and procedure completed by using another wired footswitch. The philips remote service engineer (rse) inspected the system and confirmed that the fluoroscopy was not possible. The philips remote technician analyzed the images shared by the customer and identified the screws of the footswitch table connector are broken and needs replacement. Footswitch cable and pin sets unc were replaced. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system was not doing fluoroscopy. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that fluoroscopy was not possible. Troubleshooting actions showed a problem with the wired footswitch connection. Philips has started an investigation of this complaint.